Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID 42kl7k. The probable cause was determined to be a a transmitter failed error. No injury or medical intervention was reported.